Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to delivery unspecified anesthetic medications IV push. After approx one hour in use, it was reported that solution leaked from a split in the tubing, proximal to the t-adapter of the tubing set. An unspecified volume of blood loss was noted. Reportedly, the reseal stopper of the t-adapter was accessed an unspecified number of times with an unspecified syringe prior to the leak. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Representative devices from the same lot were received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80 fpa and has a 510k of k052722. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).